Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they had an appointment on they think january 16th to have their heart checked. Patient was unsure of the procedure, but described it as plugging them up to all of these devices and putting them on a treadmill. Agent attempted to ask clarifying questions, but was unable to confirm if patient would be needing an ECG or EKG. Patient stated before they even started their heart rate went way up to 169 "because of the charger" and, although they didn't feel anything different inside of their body, they could not go through with the whole treatment. Hcp mentioned the increased heart rate may be due to them charging their stimulator that morning as well as having the stimulation turned on. Patient stated their husband drove home and pushed the white button on the controller to turn their stimulation off; agent reviewed that controller must be within 1 meter of ins to communicate. Patient commented after their husband "turned off the stimulation" their heart rate did not decrease and hcp suggested maybe turning the stimulation off a few days prior to the test. Agent provided information and provided ts number for hcp to call with any additional questions, as patient was unsure of what additional tests would be done. Patient noted an appointment was scheduled for this thursday to try the test again.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.